Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/14/2018 that on (B)(6) 2018, the patient experienced a loss of connection. No additional event or patient information is available. Data was provided for evaluation. The reported event was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review, this record has been determined to not be reportable based on confirmation that no loss of connection occurred. Please disregard initial reporting under MFR# 3004753838-2018-106094.